Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced an issue while at work (nfl) on 11/17/2025. The last known cgm reading was 146 mg/dl. Upon checking with a bg meter, the patient recorded a value of 425 mg/dl and self-administered 7.9 units of insulin lispro via the pump. Approximately one hour later, the patient received a sensor failure alert but did not perform a follow-up fingerstick test. Fifteen minutes after the alert, the patient began feeling ill and exhibited symptoms consistent with dka, including severe nausea, vomiting, headache, and dehydration. A co-worker called paramedics, who measured a bg of 430 mg/dl via fingerstick. The patient was treated with IV fluids for dehydration and transported to the ER. There, the patient received additional IV fluids and anti-nausea medication and was diagnosed with dka and dehydration. The patient remained in the ER for six hours. Before discharge, her husband provided a replacement sensor, which was inserted but failed during warm-up. The patient was discharged with a bg of 105 mg/dl and reported feeling better. After returning home, the patient inserted another sensor, which is functioning properly. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.